Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a non-sustained ventricular tachycardia (nsvt) due to oversensing of wide complexes. The patient appeared to be in a slow ventricular tachycardia (vt) with a rate in the 100 to 110 beats per minute (bpm) range. The shock channel showed wide complexes, and presenting strips appeared narrow and upright. A monitor zone was programmed to 110 bpm for continued monitoring to determine whether this behavior was a common occurrence. The physician planned to bring the patient in for an office visit at a later date for furhter evaluation. This ICD remains in service. No adverse patient effects were reported.